Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 37 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded the fracture was caused by the screw becoming loose. The resulting from the unfavourable load situation led to the screw breaking, which resulted in the implant breaking due to continuous overload.